Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, two images were received from the field and the images appeared to show the device deformity (tire shape). However, it could not be confirmed as there was no deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and an 9f size delivery system was used. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer cribiform septal occluder was chosen for implantation into an atrial septal defect utilizing a 9f amplatzer trevisio delivery system. During implantation, the left disc deformed into a "tire" shape. There was no interaction with cardiac structures and no kink or angulation in the delivery system. A replacement 25mm amplatzer cribriform occluder ((B)(6)) was used to complete the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There were no reported patient consequences or clinically significant delay. The patient is reported to be stable.